Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. Drive support cap was inspected and no anomaly was noted. Insulin pump received with corroded battery tube, cracked on display window, cracked case near display window corners and cracked battery tube thread noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl. The customer had symptoms such as nausea, extreme thirst and frequent urination. Customer treated with manual injection and insulin pump. Customer's blood glucose value was 568 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018. Troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for possible leaks or air bubbles, site or insulin issues. The device settings were correct. Customer declined to perform high pressure test. Customer also reported possible leaks at the quick release. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer reported a motor error alarm and troubleshooting was performed and completed. The insulin pump will be returned for analysis.